Event description:
Customer states that the tumescent infiltration pump did not work at first, and then seemed to heat up after 5 minutes or so and shuts off.

Event description:
Investigation was performed on january 9, 2015, in which a repair on the pump was performed.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. When additional information becomes available a supplemental report will be submitted.